Event description:
The user received erroneous results on multiple assays for 9 patient samples that were reported, then discovered due to a physician complaint. Sodium and potassium results are in mmol per l, albumin results are in g per dl, and phosphorus results are in mmol per l. Sample 1 initial sodium result was 129, repeat result on the same cobas 6000 was 140, and repeat result on the integra 800 was 140. The initial potassium result was 3.6, repeat result on the same cobas was 4.08, and repeat result on the integra 800 was 4.2. Sample 2 initial sodium result was 128, repeat result on the same cobas 6000 was 143, and repeat result on the integra 800 was 141. The initial potassium result was 4.1, repeat result on the same cobas 6000 was 4.69, and repeat result on the integra 800 was 4.8. Sample 3 initial sodium result was 129, repeat result on the same cobas 6000 was 145, and repeat result on the integra 800 was 142. The initial potassium result was 4.7, repeat on the same cobas 6000 was 5.40, and repeat result on the integra 800 was 5.4. Sample 4 initial sodium result was 128, repeat result on the same cobas 6000 was 142, and repeat result on the integra 800 was 140. The initial potassium result was 3.9, repeat result on the same cobas 6000 was 4.46, and repeat result on the integra 800 was 4.6. Sample 5 initial sodium result was 129, repeat on the same cobas 6000 was 143, and repeat result on the integra 800 was 140. The initial potassium result was 4.5, repeat result on the same cobas 6000 was 5.18, and repeat result on the integra 800 was 5.2. Sample 6 initial sodium result was 132, repeat result on the same cobas 6000 was 134, and repeat result on the integra 800 was 132. Sample 7 initial sodium result was 117, repeat result on the integra 800 was 140. Sample 8 initial albumin result was 2.9, repeat result on the integra 800 was 4.3. Sample 9 initial phosphorus result was 2.5, repeat result on the integra 800 was 4.0. None of the patients were adversely affected. Treatment was not received based on the results that were given to the physician.

Manufacturer narrative:
The field service representative determined there was a small amount of blockage in the sample probe. He cleaned and checked all of the sample probes and rinse nozzles, removed and inspected all the pipettor seals, and checked the sample and reagent line tubing connections. He also cleaned the reaction bath and tested all the mixers. To verify the analyzer performance, he performed a precision with result within specification.